Manufacturer narrative:
The biomedical engineer reported that the bedside monitor was having intermittent readings from the gas unit during a procedure. They stated they swapped out the gas analyzer, but the issue was still occurring . Then swapped out the cables and the intermittent readings would happen with no resolution. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following devices were being used in conjunction with the bedside monitor. Gas unit; model: ag-920ra; sn: (B)(4). Model: gf-210ra; sn: (B)(4).

Event description:
The biomedical engineer reported that the bedside monitor was having intermittent readings from the gas unit during a procedure. They stated they swapped out the gas analyzer, but the issue was still occurring . Then swapped out the cables and the intermittent readings would happen with no resolution. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the bedside monitor was receiving only intermittent readings from the multigas unit during a procedure. They swapped out the gas analyzer and the cables, but the issue was still occurring. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting actions with no resolution. The customer requested an exchange for the unit. Nk ts initiated an exchange, and a loaner unit was sent. On 02/08/2021, the customer returned the loaner unit. Nk has not received the defective unit. With the available information, a root cause cannot be determined. The customer never sent the defective unit for evaluation. However, they did return the loaner unit. All follow up attempts have not received a reply. A review of the serial number history shows no recurrence of reported issue. Co2 failures such as "co2 cell off", "co2 change adapter", "co2 check sensor", "co2 connection off", or "co2 sensor error" may occur if the adapter is damaged, if there is insufficient sensor light, if the co2 sensor kit is disconnected from the monitor, and if the sensor kit is damaged. These failures can be corrected by connecting the airway adapter to the co2 sensor, by removing water from the respiration circuit and connecting the airway adapter to the respiration circuit with the correct direction, by cleaning the co2 sensor, and by replacing the airway adapter, nasal adapter or sensor kit with a new one.

Event description:
The biomedical engineer reported that the bedside monitor was receiving only intermittent readings from the multigas unit during a procedure. They swapped out the gas analyzer and the cables, but the issue was still occurring . No patient harm reported.